Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 500ml ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The leak was observed at "the port with the green clamp above where the plastic fused closed". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between october 13, 2018 to october 14, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.